Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port was damaged. Reportedly, the area around the battery port was broken in two places. Customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.